Event description:
The crew was treating a burn patient with second and third-degree burns on 95% of his body. Crew selected the patients left humeral head for io placement. They used an arrow ezio 45mm 15g (yellow) needle for placement. After the needle was drilled and resistance was felt, they were unable to unscrew the needle from the sheath. Multiple attempts were made. Ultimately the site was abandoned. The device was not saved and was disposed of after the event.